Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es stuck on black screen. The customer reported that the there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 28-apr-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the taskbar trying to show on top of the application but being hidden by the software, resulting in black bar at the bottom of the screen. A technical support specialist checked the 'auto-hide the taskbar' option and clicked 'apply' and logged back in as cfn app, and the application was now full screen. The system functioned as intended after the technical support specialist troubleshoot the device.